Event description:
It has been reported to philips that system could not boot up. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failing to boot. Upon inspection fse found host pc was the source of the problem. The fse replaced the host pc and loaded the system with a new license. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.